Event description:
A system operator reports that during lasik surgery, the laser stopped firing at 88.8% completion and could not be completed within the same session. Patient records provided did not include the pre-operative exam nor bcva measurements and the patient was deployed to iraq, prior to the one-month post-operative exam.

Event description:
A review of the surgery database was performed and revealed the procedure was completed within the same session. The surgery database indicated the number of planned laser shots equaled the number delivered. There was no reportable malfunction of this device as reported earlier.